Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) of 57 mg/dl. Low bg was treated by consuming 30 grams of carbohydrates. The customer is confident that her pump is functioning normally. The customer and will be taking additional measures to manage bg levels by incorporating the continuous glucose monitor.